Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that all of the conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled and torn, the outer insulation was breached cut, the distal conductor connector pin was bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant; (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant procedure the right ventricular lead's initial measurements were good but then the r-waves became smaller while positioning the ra (right atrial) lead. When the physician tried to reposition the rv lead he was unable to extend the helix after it had been retracted. The rv lead was removed and replaced. The ra lead was unable to get good measurements and was repositioned several times but then the helix was unable to be retracted. The ra lead was also removed and replaced. No patient complications have been reported as a result of this event.